Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the distal portion of the catheter was returned and no anomalies were found. There was blood inside the catheter. There was a kink and tool marks observed, which is suspected to have occurred during the procedure.

Event description:
It was reported the catheter kinked while in packaging. No patient complications have been reported as a result of this event.